Manufacturer narrative:
The customer has indicated the device will be returned to (B)(4) for evaluation. Once it is received and the evaluation is complete, a supplemental medwatch 3500a emdr will be submitted. Complaint information provided by distributor, (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that while reaming the patient socket the reamer shaft broke right at the hudson connection. A one (1) minute surgical delay was reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The device was not returned to greatbatch for evaluation so the event as reported cannot be confirmed. A process review was not completed as the lot number provided is not a valid number. The customer informed greatbatch the correct lot number cannot be verified. No further investigation is required.